Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: a review of the pump black box data showed no evidence of ¿no cartridge detected¿ warnings. During evaluation, the rewind, load, prime sequence was performed. During the load step, the piston pushed up until the cartridge reached 40 units; a load step malfunction occurred. During testing, both the force sensor calibration and force sensor resistance were found to be out of specification. The pump was opened and contamination was observed on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and force sensor resistance were out of specification and there was contamination observed on the force sensor plate. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/31/2015.